Event description:
User reports 18 patients with discrepant results. Initial results reported. No adverse events reported in association with the incorrect results. Repeat results occurred on same analyzer. Initial calcium 4.89 mg/dl, repeated 8.71 mg/dl; initial glucose 56.09 mg/dl, repeated 106.00 mg/dl. Refer to supplemental form for more information.

Event description:
User reports 18 patients with discrepant results. Initial results reported. No adverse events reported in association with the incorrect results. Repeat results occurred on same analyzer. Initial co2 16.0 mmol/l, repeated twice at 15.9 and 28.6 mmol/l; initial glucose 53.50 mg/dl, repeated twice at 106.74 and 102.92 mg/dl. Refer to supplemental form for more information.

Event description:
User reports 18 patients with discrepant results. Initial results reported. No adverse events reported in association with the incorrect results. Repeat results occurred on same analyzer. Initial co2 13.7 mmol/l, repeated twice at 25.7 and 24.2 mmol/l; initial calcium 5.56 mg/dl, repeated 9.92 mg/dl; initial glucose 50.17 mg/dl, repeated 79.93 and 97.53 mg/dl. Refer to supplemental form for more information.

Event description:
User reports 18 patients with discrepant results. Initial results reported. No adverse events reported in association with the incorrect results. Repeat results occurred on same analyzer. Initial co2 13.4 mmol/l, repeated 23.7 mmol/l; initial calcium 4.95 mg/dl, repeated 8.70 mg/dl; initial glucose 65.79 mg/dl, repeated 125.58 mg/dl. Refer to supplemental form for more information.

Event description:
User reports 18 patients with discrepant results. Initial results reported. No adverse events reported in association with the incorrect results. Repeat results occurred on same analyzer. Initial alt 13.9 u/l, repeated 24.6 u/l; initial co2 12.4 mmol/l, repeated 22.5 mmol/l; initial calcium 4.80 mg/dl, repeated 8.57 mg/dl. Refer to supplemental form for more information.

Event description:
User reports 18 patients with discrepant results. Initial results reported. No adverse events reported in association with the incorrect results. Repeat results occurred on same analyzer. Initial albumin 2.2 g/dl, repeated 4.5 g/dl; initial alt 10.1 u/l, repeated 18.7 u/l; initial ast 11.1 u/l , repeated 17.5 u/l; initial total protein 3.9 g/dl, repeated 7.5 g/dl. Refer to supplemental form for more information.

Event description:
User reports 18 patients with discrepant results. Initial results reported. No adverse events reported in association with the incorrect results. Repeat results occurred on same analyzer. Initial albumin 1.8 g/dl, repeated 3.7 g/dl; initial alp 66.3 u/l, repeated 120.7 u/l; initial alt 7.7 u/l, repeated 12.6 u/l; initial ast 8.9 u/l, repeated 14.6 u/l; initial calcium 5.55 mg/dl, repeated 8.08 mg/dl; initial total protein 3.4 g/dl, repeated 6.6 g/dl. Refer to supplemental form for more information.

Event description:
User reports 18 patients with discrepant results. Initial results reported. No adverse events reported in association with the incorrect results. Repeat results occurred on same analyzer. Initial co2 8.0 mmol/l, repeated twice at 16.2 and 14.6 mmol/l; initial creatinine 1.4 mg/dl, repeated 2.7 mg/dl. Refer to supplemental form for more information.

Event description:
User reports 18 patients with discrepant results. Initial results reported. No adverse events reported in association with the incorrect results. Repeat results occurred on same analyzer. Initial co2 16.3 mmol/l, repeated twice at 31.9 and 29.7 mmol/l; initial calcium 4.83 mg/dl, repeated twice at 4.75 and 8.57 mg/dl; initial glucose 55.19 mg/dl, repeated 56.10 and 108.44 mg/dl. Refer to supplemental form for more information.

Event description:
User reports 18 patients with discrepant results. Initial results reported. No adverse events reported in association with the incorrect results. Repeat results occurred on same analyzer. Initial albumin 2.6 g/dl, repeated 4.1 g/dl; initial alp 51.8 u/l, repeated 89.5 u/l; initial alt 17.8 u/l, repeated 29.1 u/l; initial ast 9.8 u/l, repeated 15.0 u/l; initial calcium 4.82 mg/dl, repeated 8.43 mg/dl; initial glucose 59.66 mg/dl, repeated 112.17 mg/dl. Refer to supplemental form for more information.

Event description:
User reports 18 patients with discrepant results. Initial results reported. No adverse events reported in association with the incorrect results. Repeat results occurred on same analyzer. Initial co2 13.2 mmol/l, repeated 23.0 mmol/l; initial calcium 4.88 mg/dl, repeated 8.76 mg/dl; initial ck 95 u/l, repeated 168 u/l; initial glucose 76.72 mg/dl, repeated 148.60 mg/dl. Refer to supplemental form for more information.

Event description:
User reports 18 patients with discrepant results. Initial results reported. No adverse events reported in association with the incorrect results. Repeat results occurred on same analyzer. Initial co2 14.6 mmol/l, repeated 25.2 mmol/l; initial glucose 64.41 mg/dl, repeated 122.51 mg/dl. Refer to supplemental form for more information.

Event description:
User reports 18 patients with discrepant results. Initial results reported. No adverse events reported in association with the incorrect results. Repeat results occurred on same analyzer. Initial albumin 3.4 g/dl, repeated 4.8 g/dl; initial alp 40.3 u/l, repeated 72.3 u/l; initial alt 14.5 u/l, repeated 25.9 u/l; initial ast 14.8 u/l, repeated 25.1 u/l; initial co2 12.7 mmol/l, repeated 23.6 mmol/l; initial calcium 5.17 mg/dl, repeated 9.3 mg/dl; initial glucose 67.85 mg/dl, repeated 130.29 mg/dl; initial total protein 4.1 g/dl, repeated 7.6 g/dl. Refer to supplemental form for more information.

Event description:
User reports 18 patients with discrepant results. Initial results reported. No adverse events reported in association with the incorrect results. Repeat results occurred on same analyzer. Initial albumin 2.0 g/dl, repeated 4.1 g/dl; initial alp 50.5 u/l, repeated 93.5 u/l; initial alt 91.0 u/l, repeated 156.5 u/l; initial ast 70.5 u/l, repeated 120.0 u/l; initial creatinine 0.6 mg/dl, repeated 1.2 mg/dl; initial calcium 4.90 mg/dl, repeated 8.66 mg/dl; initial glucose 62.45 mg/dl, repeated 119.55 mg/dl; initial total protein 3.5 g/dl, repeated 6.7 g/dl. Refer to supplemental form for more information.